Manufacturer narrative:
Manufactures investigation conclusion: the reported events of power cable disconnects and external backup battery faults were confirmed via the log files. A review of the log files spanned approximately 38 days (12may2021¿08jun2021 and 12jun2021¿23jun2021 per time stamp). On 21may2021 at 12:52, while connected to batteries, a power cable disconnect alarm activated due to an invalid rsoc fault associated with the white cable being outside the expected voltage range. The alarm was cleared shortly after activating. On 01jun2021 at 12:40, a backup battery not installed activated due to a f34 circuit fault, though it cannot be conclusively determined if this was related to a true disconnection of the backup battery or an atypical alarm. On 03jun2021 at 15:43 and 06jun2021 at 07:57, while connected to batteries, a power cable disconnect alarm activated due to an invalid rsoc fault associated with the white cable being outside the expected voltage range. These alarms were not associated with a power source exchange, were cleared shortly after activating, and they did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file up until the driveline was disconnected as part of a shutdown sequence on 14jun2021 at 13:54. The heartmate3 system controller (serial hsc-006101) was functionally tested and found to operate as intended during analysis. No atypical alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 instructions for use (doc (B)(4), rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (doc (B)(4), rev c) section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including power cable disconnect, and low voltage advisory alarms. Heartmate3 instructions for use (doc (B)(4), rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (doc (B)(4), rev c) section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03677.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file submitted for review revealed power cable disconnect events not associated with power source changes on battery power and near the end of the log there were some power cable disconnect events captured that were not associated with power source changes. The patient is currently admitted to the hospital. Log files revealed low voltage advisories however patient had no alarms. The patient¿s battery clip was cleaned however power cable disconnects continues. Log file revealed that there were back up battery faults associated with the controller. The patient underwent a system controller exchange. No further issues after exchange was noted.